Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cause of long recharging time was not determined, possibly having stimulator on while recharging it or positioning of recharger. Actions/interventions taken to resolve the long recharging time was reviewed positioning and will take longer to recharge if on while recharging. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on may 7, 2020. It was reported that they were unable to get the patient's weight. They also reported that as far as they knew, this event was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient charged their implant every day and it was taking longer to charge and she could not charge past 70%. No further complications were reported/anticipated.